Event description:
Information reported by patient to davol: (B) (6)2004 - patient underwent laparoscopic incisional hernia repair with mesh implant. Patient reports llq (left lower quadrant) abdominal pain since time of implant. On (B) (6)2006 - patient was diagnosed with a hernia recurrence in the area of mesh placement. The patient underwent open recurrent hernia repair with mesh implant. The patient reported the hernia recurrence was at the edge of the previous mesh placement. Current/2010 - the patient reports she is experiencing worsening llq pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.